Event description:
The complainant reported that the automated impella controller (aic) experienced a battery communication failure yellow alarm. The device was losing communication with battery intermittently and won't charge. No report of patient involvement and no report of patient harm or injury.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of battery comm. Failure was a defective pbm. The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.